Event description:
Customer reported a leaking cartridge on the rapidpoint 400 instrument. A field service engineer visited the site and replaced the cartridge. There was no impact to a pt as a result of this event.

Manufacturer narrative:
There was no impact to a pt as a result of this event. The instrument performed within specifications. This event is being reported because it occurred in a potentially biohazardous environment.